Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to recurring incontinence. It was stated that the patient became "fully incontinent and the pump dimple would not go away." No further patient complications were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of xxx was confirmed (or not confirmed) via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to recurring incontinence. It was stated that the patient became "fully incontinent and the pump dimple would not go away." No further patient complications were reported in relation to this event.